Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009. Evaluation summary: the outer insulation of the lead developed a breach due to a depression while in vivo; distal segment returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and low sensing. Upon opening of the pocket during lead extraction, the atrial lead was confirmed to have no capture at maximum output. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.